Event description:
It was reported to philips system can power on but then just goes dead, triangle alarm on front audible and it will eventually shut down. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Unit operates for a few minutes then goes vent inoperable. With alternating current (ac) connected there are no light-emitting diodes (led) illuminated on the power switch overlay. Customer found zero volts out of the power supply, low voltage out of the battery. Found good power to the power supply. Remote service engineer advised customer to replace the power supply. Further information is pending.

Manufacturer narrative:
The customer reported that the power management board and power cord were replaced to address the issue.